Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11404. It was reported that the patient underwent a system implant on (B)(6) 2019. During a check on (B)(6) 2019, a possible lead perforation with effusion was noted. Interrogation revealed normal device and lead function. A pericardiocentesis was discussed but not performed. It was noted that the patient was unstable. On (B)(6) 2019, an impella device was implanted for left ventricular support. The patient died on (B)(6) 2019. There is no allegation that the products or procedures caused or contributed to the patient's death.